Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.